Event description:
Reporter stated the device was found to be pulled back from the pt's left nares and the pt was found coughing and gagging. Placement marking was not documented on the device or in the chart. Feedings were held until the tube could be repositioned and checked for correct placement. Pt was confused and agitated with increasing oxygen demands and increased wbc. Medical intervention consisted of deep suction and intubation 10 days later with the pt's temperature documented at 39.7c. The pt has since recovered. No failure or malfunction of the device was described.